Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a procedure wherein the ipg was explanted and the paddle lead was cut but not removed. The reason for the procedure was unknown. No further information can be obtained.